Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken grip cable at the distal end. Additional observation related to the customer reported complaint: the instrument was found to have a broken tube extension at the brown laser marked section. No pieces were missing. Thermal damage was not observed. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.